Event description:
The customer reported an error message appeared while "switching on machine". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.